Manufacturer narrative:
The repair information is pending from our local business unit in (B)(6). When this information is provided, we will submit a supplemental report. The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
During daily maintenance the customer discovered the cardiosave intra-aortic balloon pump (iabp) failed the "air pressure module leak test". Attempts were made to perform the module leak test several times but it failed. The safety disk was last replaced on (B)(6) 2017 and both leak tests and running tests were performed successfully at that time. No patient involvement or adverse event was reported.

Manufacturer narrative:
It was reported that the getinge field service engineer (fse) duplicated the alleged malfunction. The fse determined that the valve had an open/close failure. The fse then replaced the drive manifold and ran all tests without a problem occurring.

Event description:
During daily maintenance the customer discovered the cardiosave intra-aortic balloon pump (iabp) failed the "air pressure module leak test". Attempts were made to perform the module leak test several times but it failed. The safety disk was last replaced on july 14 2017 and both leak tests and running tests were performed successfully at that time. No patient involvement or adverse event was reported.